Manufacturer narrative:
Product event summary: it was confirmed that the ventricular output connector was broken. It was also found that both display wires were pinched, and the red wire insulation was compromised. The hanger assembly was also found to be contaminated.

Event description:
It was reported that the external pulse generator (epg) was missing the ventricle plug. The epg has been returned for service. There was no patient involvement.